Event description:
The customer reported that the rn was flushing the line with a prefilled normal saline syringe and the port broke. The tubing needed to be replaced. There was no harm to the patient.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Concomitant product: hospira 250ml IV bag of (B)(4); hospira 100ml (B)(4) dextrose injection, therapy date (B)(6) 2015. The customer¿s report of a broken IV set was confirmed. Visual inspection noted that the fla of the bottom smartsite port was broken off of the smartsite port body and attached to the end of the concomitant flush syringe. All 3 of the ports on the set were noted to be cloudy. There were no other anomalies observed. Functional testing was not performed due to the obvious damage. The root cause of the broken IV set was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.